Event description:
It was reported the patient had a lump over the ipg implant site. The patient reported it did not appear to be infected, but may be scar tissue. In addition, the patient reported the ipg may be moving within the ipg pocket. The patient was advised to follow up with a physician regarding the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.